Event description:
It was reported to boston scientific corporation in 2009, that a rotatable snare was used during a polypectomy procedure performed three days prior. According to the complainant, during the procedure, while attempting to extend the loop wire, the sheath near the handle detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.